Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: on the left fallopian") in a (B)(6) female patient who had essure (batch no. 627438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 2016 and sleep apnea since 2016. Concomitant products included amlexanox, baclofen, beclometasone dipropionate (qvar), budesonide, cortisone, dicycloverin (dicyclomine), duloxetine hydrochloride (cymbalta), epimestrol (alene), folic acid, furosemide (lasix), gabapentin, hydrochlorothiazide, levothyroxine sodium (synthroid), linaclotide (linzess), mesalazine (pentasa), metformin, methylphenidate hydrochloride (ritalin), metoprolol succinate, mometasone furoate (asmanex), montelukast (singulair), neosynejelly (humex), percocet-5, potassium, pregabalin (lyrica), procaterol hydrochloride (pro-air), salbutamol (ventolin), spironolactone, topiramate and valaciclovir. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2011, the patient experienced crohn's disease ("crohn¿s disease"), chronic gastritis ("gastrointestinal or digestive system condition: intestinal metaplasia with atrophic gastritis of the stomach") and cardiac failure congestive ("congestive heart failure"). In 2013, the patient experienced fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia tube"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy "). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation"). The patient was treated with salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache, dysmenorrhoea, fatigue, crohn's disease, chronic gastritis, fibromyalgia, cardiac failure congestive, allergy to metals and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered allergy to metals, cardiac failure congestive, chronic gastritis, crohn's disease, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. Events added from pfs- malposition of essure device location of device: on the left fallopian, migraines / headaches, dysmenorrhea (cramping), pain, fatigue, gastrointestinal or digestive system condition, fibromyalgia tube. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: on the left fallopian") in a 40-year-old female patient who had essure (batch no. 627438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not perform essure confirmation test". The patient's medical history included diarrhoea. Concurrent conditions included asthma since 2016, sleep apnea since 2016 and overweight. Family history included ovarian cancer. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), adalimumab (humira), amlexanox, azithromycin, baclofen, beclometasone dipropionate (qvar), budesonide from 2011 to 2013, cefdinir, clavulanate potassium (potassium clavulanate), clindamycin, colestyramine (cholestyramine), cortisone, dextromethorphan hydrobromide (humex), dicycloverine (dicyclomine), duloxetine hydrochloride (cymbalta), epimestrol (alene), ethinylestradiol;levonorgestrel (aviane), ethinylestradiol;levonorgestrel (lutera), fluconazole, folic acid, furosemide (lasix), gabapentin, hydrochlorothiazide, levofloxacin, levothyroxine sodium (synthroid), linaclotide (linzess), macrogol;potassium chloride;sodium bicarbonate;sodium chloride;sodium sulfate (golytely), macrogol;potassium chloride;sodium bicarbonate;sodium chloride;sodium sulfate anhydrous (peg 3350 and electrolytes), mesalazine (pentasa), metformin, methylphenidate hydrochloride (ritalin), metoprolol succinate since 2011, mometasone furoate (asmanex), montelukast sodium (singulair), phenoxymethylpenicillin (penicillin v), potassium, pregabalin (lyrica), procaterol hydrochloride (pro-air), salbutamol, spironolactone, topiramate and valaciclovir. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2011, the patient experienced crohn's disease ("crohn¿s disease"), chronic gastritis ("gastrointestinal or digestive system condition: intestinal metaplasia with atrophic gastritis of the stomach") and cardiac failure congestive ("congestive heart failure"). In 2013, the patient experienced fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia tube"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy "). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation") and investigation noncompliance ("denies undergoing an essure confirmation test"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache, dysmenorrhoea, fatigue, crohn's disease, chronic gastritis, fibromyalgia, cardiac failure congestive, allergy to metals, weight increased and investigation noncompliance outcome was unknown and the menorrhagia had not resolved. The reporter considered allergy to metals, cardiac failure congestive, chronic gastritis, crohn's disease, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, headache, investigation noncompliance, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. The essure device was the deployed in the usual fashion, 3 coils in the patient's left, and 2 in the right were seen. The patient tolerated the procedure well. .essure did not worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: not provided. On (B)(6) 2012 : MRI of mandible- normal. On (B)(6) 2012 : pelvic ultrasound- negative. On (B)(6) 2012 : CT abd pelvis wi contrast : there are small bilateral ovarian cysts; these are similar to the previous examination. Abd ap and erect decubitus- negative. On (B)(6) 2013 : CT abd pelvis wi contrast- impression- no active abdominal or pelvic pathology. Impression- noncradic chest pain, dyslipidemia. On (B)(6) 2013 : screening mammogram including tom synthesis- findings- benign- appearing sub centimeter nodule anterior medial left breast is unchanged. On (B)(6) 2014 : CT abdomen pelvis wo- negative CT scan. On (B)(6) 2014 : pelvic ultrasound- normal. Concerning the injuries reported in this case, the following one were reported via medical records fatigue quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2018: new event plaintiff did not perform essure confirmation test was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: on the left fallopian") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diarrhoea. Concurrent conditions included asthma since 2016, sleep apnea since 2016 and overweight. Family history included ovarian cancer. Concomitant products included adalimumab (humira), amlexanox, azithromycin, baclofen, beclometasone dipropionate (qvar), budesonide, cefdinir, clindamycin, colestyramine (cholestyramine), colyte (peg 3350 and electrolytes), cortisone, dextromethorphan hydrobromide (humex), dicycloverin (dicyclomine), duloxetine hydrochloride (cymbalta), epimestrol (alene), eugynon (avian), eugynon (lutera-28), fluconazole, folic acid, furosemide (lasix), gabapentin, golytely, hydrochlorothiazide, levofloxacin, levothyroxine sodium (synthroid), linaclotide (linzess), mesalazine (pentasa), metformin, methylphenidate hydrochloride (ritalin), metoprolol succinate, mometasone furoate (asmanex), montelukast (singulair), percocet-5, phenoxymethylpenicillin (penicillin v), potassium, pregabalin (lyrica), procaterol hydrochloride (pro-air), salbutamol (ventolin), spektramox (amoxicillin trihydrate w/clavulanate potassium), spironolactone, topiramate and valaciclovir. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2011, the patient experienced crohn's disease ("crohn¿s disease"), chronic gastritis ("gastrointestinal or digestive system condition: intestinal metaplasia with atrophic gastritis of the stomach") and cardiac failure congestive ("congestive heart failure"). In 2013, the patient experienced fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia tube"). In june 2016, the patient experienced allergy to metals ("nickel allergy "). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation") and investigation noncompliance ("denies undergoing an essure confirmation test"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache, dysmenorrhoea, fatigue, crohn's disease, chronic gastritis, fibromyalgia, cardiac failure congestive, allergy to metals, weight increased and investigation noncompliance outcome was unknown and the menorrhagia had not resolved. The reporter considered allergy to metals, cardiac failure congestive, chronic gastritis, crohn's disease, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, headache, investigation noncompliance, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. The essure device was the deployed in the usual fashion, 3 coils in the patient's left, and 2 in the right were seen. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: not provided on (B)(6) 2012 : MRI of mandible- normal. On (B)(6) 2012 : pelvic ultrasound- negative. On (B)(6) 2012 : CT abd pelvis wi contrast : there are small bilateral ovarian cysts; these are similar to the previous examination. Abd ap and erect decubitus- negative. On (B)(6) 2013 : CT abd pelvis wi contrast- impression- no active abdominal or pelvic pathology. Impression- noncardiac chest pain, dyslipidemia. On (B)(6) 2013 : screening mammogram including tom synthesis- findings- benign- appearing sub centimeter nodule anterior medial left breast is unchanged. On (B)(6) 2014 : CT abdomen pelvis wo- negative CT scan. On (B)(6) 2014 : pelvic ultrasound- normal. Concerning the injuries reported in this case, the following one were reported via medical records fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: on the left fallopian") in a 40-year-old female patient who had essure (batch no. 627438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies undergoing an essure confirmation test". The patient's past medical history included diarrhoea. Concurrent conditions included asthma since 2016, sleep apnea since 2016 and overweight. Family history included ovarian cancer. Concomitant products included amlexanox, baclofen, beclometasone dipropionate (qvar), budesonide, cortisone, dextromethorphan hydrobromide (humex), dicycloverine (dicyclomine), duloxetine hydrochloride (cymbalta), epimestrol (alene), folic acid, furosemide (lasix), gabapentin, hydrochlorothiazide, levothyroxine sodium (synthroid), linaclotide (linzess), mesalazine (pentasa), metformin, methylphenidate hydrochloride (ritalin), metoprolol succinate, mometasone furoate (asmanex), montelukast (singulair), percocet-5, potassium, pregabalin (lyrica), procaterol hydrochloride (pro-air), salbutamol (ventolin), spironolactone, topiramate and valaciclovir. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2011, the patient experienced crohn's disease ("crohn¿s disease"), chronic gastritis ("gastrointestinal or digestive system condition: intestinal metaplasia with atrophic gastritis of the stomach") and cardiac failure congestive ("congestive heart failure"). In 2013, the patient experienced fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia tube"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy "). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache, dysmenorrhoea, fatigue, crohn's disease, chronic gastritis, fibromyalgia, cardiac failure congestive, allergy to metals and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered allergy to metals, cardiac failure congestive, chronic gastritis, crohn's disease, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. The essure device was the deployed in the usual fashion, 3 coils in the patient's left, and 2 in the right were seen. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: not provided on (B)(6) 2012 : MRI of mandible- normal. On (B)(6) 2012 : pelvic ultrasound- negative. On (B)(6) 2012 : CT abd pelvis wi contrast : there are small bilateral ovarian cysts; these are similar to the previous examination. Abd ap and erect decubitus- negative. On (B)(6) 2013 : CT abd pelvis wi contrast- impression- no active abdominal or pelvic pathology. Impression- noncradic chest pain, dyslipidemia. On (B)(6) 2013 : screening mammogram including tom synthesis- findings- benign- appearing sub centimeter nodule anterior medial left breast is unchanged. On (B)(6) 2014 : CT abdomen pelvis wo- negative CT scan. On (B)(6) 2014 : pelvic ultrasound- normal. Concerning the injuries reported in this case, the following one were reported via medical records fatigue. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received. Concomitant disease added. Event denies undergoing an essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.